Event description:
The customer reported that during a shoulder surgery, the cannula tip broke into several pieces while inside the surgical site. The surgeon suctioned out the pieces. This event delayed the procedure for almost one hour. The surgeon is uncertain if all pieces of the cannula were retrieved. There was no report of serious injury to the patient or the need for further intervention.

Manufacturer narrative:
Investigation results: this product was received with the distal tip broken into pieces. A visual inspection and evaluation found the breakage area to be jagged in appearance. This type of damage can occur if the cannula comes in contact with another object/instrument during use or if an instrument inserted or removed from the cannula is not fully closed. This type of damage can also occur when excessive lateral force is applied during use. The customer will be provided additional information on the care and handling of this product. A corrective action is in process to address this failure mode. Conmed linvatec will continue to monitor this product for failures.